Event description:
A sixty-one year old male was taken to the or for an exploratory surgery due to concerns over his realize lapband. The lapband was not able to retain fluid as it should. The bariatric surgeon and staff had noticed, in previous office visits, that the pt's band did not seem to be able to retain the injected amount of saline. When the fluid was aspirated, it appeared to be straw-colored in nature which lead the surgeon to believe there may be a leak in the lapband system. Upon surgical exploration, the surgeon found the same issue, and suspected there to be a leak somewhere in the system. An actual leak was not pinpointed. The surgeon made a decision to remove the entire system. It was replaced with another lapband as the pt wished to continue his weight loss program.